Event description:
The customer reported that the pump had alarms. The customer cleaned the lead screw and the pump is alarming without the reservoir in it. Troubleshooting was performed. The pump had an alarm. Advised the customer to disconnect from the pump and revert to back up plan.